Manufacturer narrative:
Investigation summary: "bd received a photo of a tube holder for evaluation. The photo shows the holder filled with blood, which presumably leaked from the non-patient end of a blood collection needle. The leakage would have been caused by the collection needle. There were no defects observed with the holder seen in the photo. Additionally, bd was unable to determine the specific material or lot number of the collection needle associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint was confirmed for leakage, but the specific bd device was not able to be determined. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd blood collection device blood leaked into the holder from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd blood collection device blood leaked into the holder from the non-patient end of the device. No adverse impact was reported regarding the patient or user.